Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality and impedance issues. Programming adjustments were made, and external equipment was exchanged, however, the issue did not resolve. The patient reportedly ceased use of the device.

Manufacturer narrative:
A cone beam computed tomography scan (cbct) confirmed the array in scala tympani and no ossification. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.